Event description:
Pt was revised to address loosening of the tibial tray, which the surgeon felt was due to lack of rotational control (left side).

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. Although the exact root cause could not be determined, based on the information provided it appears that the pt's ligaments and soft tissue may have been a contributing factor. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.